Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed the keypad appeared to be intact; however, the keypad buttons were intermittently responding to user inputs and there was evidence of contamination under the key contacts.

Manufacturer narrative:
This complaint is being reported based on pump evaluation completed on (B)(4) 2011. (B)(6). The pump was returned to animas for evaluation. Evaluation revealed the keypad appeared to be intact; however, the keypad buttons were intermittently responding to user inputs and there was evidence of contamination under the key contacts. It was also revealed the battery compartment was cracked; however this issue is not the reason for this report.